Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related reports (including this report): 3025141-2026-00070, 3025141-2026-00071, 3025141-2026-00101, 3025141-2026-00102.

Event description:
It was reported that during a removal surgery, two 1.5 hex drivers were used to remove the 2.3 screws from the plate and broke in the process. The 1.5 easy out was also used to remove the same screws and was damaged in the process as well. A screw removal set, schula and metal cutters were used to complete this procedure. There was a reported delay of 30-40 minutes.